Manufacturer narrative:
The intraocular lens was not fully implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a jammed injector issue during insertion into the eye. The lens/haptic were in contact with the patient eye and were partially delivered. There was no patient injury or complication. Another lens was chosen and inserted without problems, complications or delay. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/22/2018. Device evaluation: the preloaded insertion system was returned to the manufacturer. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using microscope magnification was performed. Residue of viscoelastic was observed in the cartridge tip, tube, and loading zone. No lens was observed in the preloaded system. Stress marks in both sides of the cartridge tube and tip were also observed indicating that the iol had passed through the cartridge for lens delivery. There was no evidence to suggest that the returned delivery system findings were affected during the manufacturing process. The reported complaint was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.